Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of essure device location of device: right = perforating through fallopian tube/failure to occlude"), device dislocation ("migration of essure device location of device: left = extra uterine"), pelvic pain ("pain/right side lower pelvic region/left side lower pelvic region") and pregnancy with contraceptive device ("pregnancy (termination)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida ii and parity 2 ((B)(6) 2004 and (B)(6) 2009). Concurrent conditions included body mass index normal. Concomitant products included clindamycin from (B)(6) 2015 to (B)(6) 2015, marvelon (reclipsen) since (B)(6) 2016, salbutamol sulfate (albuterol sulfate) since (B)(6) 2015 and sertraline since 2013 to (B)(6) 2017. On (B)(6) 2014, the patient had essure inserted. In 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) and weight increased ("weight gain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, pregnancy with contraceptive device and weight increased outcome was unknown and the pelvic pain was resolving. The pregnancy outcome was reported as elective abortion. The reporter considered device dislocation, fallopian tube perforation, pelvic pain, pregnancy with contraceptive device and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion most recent follow-up information incorporated above includes: on 19-jun-2018: pfs received, reporter information added. Plaintiff demography added. Product indication updated. Event added as:- pregnancy (termination), migration of essure device location of device: left = extra uterine, right = perforating through fallopian tube, perforation (fallopian tube(s) and device ineffective. Concomitant drug added, lab data added incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and weight increased ("weight gain"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and weight increased outcome was unknown. The reporter considered pelvic pain and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of essure device location of device: right = perforating through fallopian tube/failure to occlude"), device dislocation ("migration of essure device location of device: left = extra uterine"), pelvic pain ("pain/right side lower pelvic region/left side lower pelvic region") and pregnancy with contraceptive device ("pregnancy (termination)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 2 ((B)(6) 2004 and (B)(6) 2009). Concurrent conditions included body mass index normal. Concomitant products included clindamycin from (B)(6) 2015 to (B)(6) 2015, marvelon (reclipsen) since (B)(6) 2016, salbutamol sulfate (albuterol sulfate) since (B)(6) 2015 and sertraline since 2013 to (B)(6) 2017. On (B)(6) 2014, the patient had essure inserted. In 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) and weight increased ("weight gain"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (bilateral salpingectomy), surgery (bilateral salpingectomybilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, pregnancy with contraceptive device and weight increased outcome was unknown and the pelvic pain was resolving. The pregnancy outcome was reported as elective abortion. The reporter considered device dislocation, fallopian tube perforation, pelvic pain, pregnancy with contraceptive device and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.